Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are trying to turn stim off with handset and communicator but have been unable to do so. Patient was having an unrelated MRI. They are getting message that communicator is not found. Patient is heavier set so they are having a harder time reaching ins site. Also, caller commented that patient's ins appears to not be flat in the pocket and sitting at an angle (per an x-ray). During call, it was reviewed how communicator and handset work together. They are going to try to move patient in different position so they can access ins site better.